Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore this is not considered to be a reportable malfunction.

Event description:
It was reported that bd bbl¿ trypticase¿ soy broth inconsistent growth during growth promotion testing occurred. The following information was provided by the initial reporter: customer reported an inconsistent growth with s. Aureus during growth promotion re-evaluation testing. Lot#1209945. Hazard, injury or erroneous results? No. Hazard, injury or erroneous results details.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd bbl¿ trypticase¿ soy broth inconsistent growth during growth promotion testing occurred. The following information was provided by the initial reporter: customer reported an inconsistent growth with s. Aureus during growth promotion re-evaluation testing. Lot#1209945. Hazard, injury or erroneous results? No. Hazard, injury or erroneous results details.